Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. A cine photo was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the distal radiopaque portion of the guide wire has coils that are stretched giving the appearance that a portion of the distal wire is not radiopaque. The investigation determined the reported stretched coils appear to be related to case circumstances of the procedure. In this case, based on the reported information and cine review, it is likely that during the procedure the coils became stretched against the anatomy and/or other devices causing the stretched coils not to be visible under angiography. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 medical device problem code 1069 was removed.

Event description:
It was reported that during use of the steelcore guide wire, there was a break in the coils and the springs appear to have opened [stretched coils]. There were no reported adverse patient effects and there was extended time in the procedure but no effect was reported to the patient. Subsequent to the initially filed report, the following information was provided: the core of the wire was intact but the coil seemed pulled in a section and wasn't visible on angiography. The coils were only stretched. No additional information was provided.

Event description:
It was reported that during use of the steelcore guide wire, there was a break in the coils and the springs appear to have opened [stretched coils]. There were no reported adverse patient effects and there was extended time in the procedure but no effect was reported to the patient. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.